Event description:
It was reported by the sales rep that during a ladg, the tissue pad was damaged rapidly and an error 5 was displayed soon. The device became not to be activated. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned in good physical condition. The device was tested with a generator and displayed error code 5. The device was then disassembled to inspect the condition of the internal components and it was noted that the retention pin had the insulation damaged. This resulted in the error code 5. No issues with the tissue pad were noted. It is possible that the damaged to the retention pin happened during the assembly process.